Event description:
It was reported that the patient was unable to press the scroll and alarm silence buttons together to access the previous 6 alarms. The vad coordinator was able to interrogate the patient's device on the system monitor and all of the other aspects of the controller were operating correctly with no active alarms or other issues. It was also confirmed that active alarms did appear on the controller screen when occurred. Log files were submitted to tech services for review. Log file review did not appear to capture any unusual events. It was later reported that the patient conducted controller self-tests daily and that has not resolved the reported issues with displaying the previous 6 alarms. Additional information received 15dec2025 noted issue resolved with power cable disconnect for > 30 second then reconnection. No exchange was needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s alarm history screen not displaying the last 6 alarms as intended was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and the provided log files did not capture any atypical events or alarms. Available information for this event indicates that the issue resolved after the patient performed a power cable disconnect alarm for 30 seconds, which would register on the alarm history screen, and no other issues regarding the controller were reported. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.